Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. Valve leak and/damage: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed.

Event description:
Healthcare professional reported "left-side deflation." Healthcare professional later reported "particle in valve" and "leakage at valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Physician observed "particle in valve" and "leakage at valve" during surgery. The device has been explanted and replaced.